Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer has been experiencing high blood glucose. The customer is having issues with her set not sticking. The customer has experienced high blood glucose of 400mg/dl. The customer treated with manual injection. The customer's current blood glucose was 113mg/dl.